Event description:
Attorney's reported a patient who was implanted with a ck mesh in 2004. The patient's body gave rise to extensive adhesions and bowel ingrowth into the ck mesh, causing her severe pain. After less invasive methods failed to resolve the symptoms, the mesh was explanted in 2007.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.